Event description:
It was reported that the patient present for follow up. A device interrogation revealed episodes of inappropriate shock and anti-tachycardia therapy. The episodes were the result of over-sensed noise exhibited by the right ventricular lead. High voltage therapy was deactivated via programming and the patient was placed in a life vest until future lead replacement could be scheduled. The patient was asymptomatic.